Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023 a patient underwent a dialysis catheter placement procedure using glidepath. It was reported that approximately two years post dialysis catheter placement procedure, the catheter was allegedly found suction issue. It was further reported that the catheter was allegedly found low flow, repeated alarms. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported suction issue and restricted flow rate as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023 a patient underwent a dialysis catheter placement procedure using glidepath. It was reported that approximately two years post dialysis catheter placement procedure, the catheter was allegedly found suction issue. It was further reported that the catheter was allegedly found low flow, repeated alarms. There was no reported patient injury.